Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic radical nephrectomy. While trying to fire on the renal hilum the surgeon was able to press the green firing button but was unable to squeeze the handles and fire the device. They opened another handle to complete the case. There was no injury caused to the patient and no medical intervention was required.